Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer stylus did not align on the screen. The bezel shield assembly was replaced, and the stylus was recalibrated. The software was reloaded and updated. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated with the programmer screen. The programmer was returned to service. No patient complications have been reported as a result of this event.